Manufacturer narrative:
(B)(4). Method: the complaint device was not received and could, therefore, not be evaluated. We have performed an investigation based on the description of events and our knowledge of the product. Results: from information provided by the customer via email we can deduce that the offset adaptor was missing from the end of the inspiratory limb. A lot check revealed no other complaints for this lot number. Conclusion: the likely cause of this is failure of production line staff to connect this component when assembling the breathing circuit and failure of production line staff to check this component during visual inspection of the breathing circuit. Operating procedures are in place to assist the operators on the production line to correctly pack breathing circuits. A pack card detailing all components required is displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component circuit pack is accounted for. (B)(4).

Event description:
A hospital in (B)(6) reported that a connector was missing from the heated inspiratory limb of an rt329 infant breathing circuit. This was found before use on a patient.